Event description:
It was reported that when using the bd pyxis¿ es server medication continued to display an expiration-date prompt when nurses attempted to remove it from any station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the medication continued to display an expiration date prompt. A technical support specialist (tss) dialed into the server, identified the issue as an ongoing production incident (B)(4), and addressed it using the knowledge article titled expired medication warning while accessing pocket when not using outdate tracking. The tss stated that the development team was working on a fix that would be included in a future release. The tss also explained that the pop up message seen by users was only a display issue and did not prevent them from removing medication from the station. The root cause was found to be that the code for the remove function used a different workflow that did not check the outdate tracking flag or inventory quantity. This issue generally occurred during medication scanning when the scan code included an expiration date. Although this date was not used to evaluate the medication in the pocket, it was stored in the database and triggered the message due to the station code.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server medication continued to display an expiration-date prompt when nurses attempted to remove it from any station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.